Manufacturer narrative:
On (B)(6) 2025 the user complained about receiving no sensor detected alerts since insertion on (B)(6) 2025. The issue was not resolved with transmitter placement troubleshooting so the sensor was replaced and an RMA issued for further investigation. The returned sensor was placed 12 mm near the transmitter and there was a good and stable signal detection from the app and an excellent and stable signal when the sensor was held right against the transmitter. Therefore, the no sensor detected alert from the customer's complaint could not be verified. No malfunction was observed with the sensor to transmitter connection. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site or the sensor was inserted too deeply or at an angle. The user's sensor was removed and replaced with a new one. B4. Date of this report 10 july 2025. D9 device available for evaluation? Yes on 13 may 2025. G3.date received by the manufacturer? 10 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 2900. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 4311.

Event description:
On 12 april 2025, senseonics was made aware of an incident where user received no sensor detected alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.